Manufacturer narrative:
One handpiece injector was returned for evaluation for the report of a cracked iol. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The handpiece injector was manufactured in march 2011. A visual inspection of the iol handpiece injector was performed and was deemed conforming. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed nonconforming. The plunger position was high. The evaluation does confirm the injector plunger has a high plunger position which may contribute to the cracked lens. The root cause for the nonconforming plunger height condition is usually from its use or handling, but when and how the plunger position became high cannot be determined from this evaluation. Based on the injector being manufactured over 6 years ago, the complaint issue does not point to a manufacturing issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been received for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A doctor of ophthalmology reported that after implantation of the lens during an intraocular lens (iol) implant procedure, a noticeable mark was observed, which the surgeon considered to be a full thickness crack in the periphery of the lens, midway between the haptics (approximately 0.5 mm in size). The iol was left in the eye due to the peripheral position of the mark. It was noted that loading had been unremarkable and that the iol was not cracked before the injection; the issue could have been with the iol or the injector. The reporter was unwilling to provide further information.